Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to physical issue) has been confirmed. Upon investigation the monitor was unable to communicate with the electrode belt and displayed a service code 204(belt/monitor unusable). The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging wires within the receptacle/ causing the connector to be loose from the j1001 connector on the ca board. The root cause for the damaged receptacle could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to physical issue.